Manufacturer narrative:
A device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) inside the patient line of the homechoice cassette. The pm was further described as, ¿a black round, plastic looking thing¿. The patient was not connected for therapy at the time of this event. This was observed after priming the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: the cassette had been drained and the black piece was stuck in the same spot of the tubing. D10: homechoice (B)(6)2023 (previously submitted as ni) h10: the device was received for evaluation. A visual inspection with the naked eye noted a black partially embedded particulate matter inside the patient line tubing. The reported condition was verified. The reported condition was determined to be a manufacturing related issue during extrusion process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.